Event description:
It was reported to gyrusacmi that after a turp procedure at the follow up appointment, the patient complained of burns on penis. It was not known how or when the burns were received.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.